Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open gastrectomy, when the first reload was being clamped on the stomach tissue, it got stuck. The surgeon did not feel confident and decided not to fire. This happened again with the second reload. The stapler was changed and this happened again with the 3rd reload of the same batch. A reload was used from a different batch and was able to work. There was no patient injury.